Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the user interface pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not start up properly. There was no patient use associated with the reported event.  Upon evaluation of the customer¿s device, physio-control observed that the device was unable to complete a boot cycle and displayed a white screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed.